Manufacturer narrative:
Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: the reported event of damage and fluid ingress to the black power cable of the system controller ((B)(6)) was confirmed via submitted photos. Photos revealed a tear to the outer layer of the black power cable and green residue consistent with fluid ingress. Product was not returned for testing. Log files were not submitted for review. A root cause for the reported events was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The heartmate 3 instruction for use (rev. A) was available for use at the time of the event. Section 8, entitled ¿equipment storage and care¿, provides instruction on how to care for and maintain the system controller. The heartmate 3 instructions for use, section 2, entitled ¿system operations¿, instructs users not to twist, kink, or sharply bend the system controller power cables. The heartmate 3 instruction for use section 7, entitled ¿alarms and troubleshooting¿, gives instruction on how to identify and alarms. The heartmate 3 patient handbook (rev. D, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. D - section 2 ¿how your heart pump works¿) instructs users to never submerge the heartmate 3 system controller or expose it to fluids or liquids of any kind. The heartmate 3 patient handbook (rev. D) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a system controller and modular cable exchange due to green discoloration within the power cable damage. There was damage on the black power cable and small tears on the modular cable were noted as well. An image was provided. Exchange of the system controller and mod cable resolved the event.